Manufacturer narrative:
The admission for stroke-like symptoms was reported under medwatch MFR report# 2916596-2017-01371. (B)(4). Approximate age of device - 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized on (B)(6) 2017 due to acute onset of worsening aphasia, spasticity and increased confusion. A head CT showed an acute right temporoparietal cerebrovascular infarction and moderate small vessel ischemic changes. The patient had worsening right sided weakness and expressive aphasia. The patient was discharged to a rehabilitation center on (B)(6) 2017. The patient was readmitted on (B)(6) 2017 due to altered mental status. A head CT was performed which showed no acute intracranial hemorrhage and decreasing right periorbital hematoma. The patient was combative and attempted to disconnect the percutaneous lead (driveline). The patient was placed under hospice care. On (B)(6) 2017, the lvad was turned off. The patient subsequently expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.